Event description:
Subsequent to the initially filed report, the following information was received: it was reported that the sutures did not come out with plunger removal, a cuff miss [suture retrieval issue] occurred with both proglide devices, one at each each access site. The issue occurred with the initial proglide attempted at one site and 2nd proglide attempted at the other site. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was observed as a link and suture detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.h6: medical device problem code 3190 removed and replaced with 1142.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device with reported issue referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that bilateral suture placement in the left and right common femoral arteries was attempted with proglide devices using the pre-close technique prior to an abdominal aortic aneurysm interventional procedure. Reportedly, an unspecified suture failure occurred with two proglide devices. Following the failures, the sutures of two proglide devices were successfully pre-placed bilaterally. The aaa procedure was completed and hemostasis was achieved with the successfully pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.